Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from august 28, 2018 - august 29, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the expected therapy time was seven (7) days; however after four (4) days, the drug had not been infused according to schedule. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.